Event description:
The patient was admitted to the hospital for ventricular tachycardia at 200 bpm. The ICD was not detecting the arrhythmia or intrinsic cardiac events and preceded to pace. The patient was rescued with external drfibrillation. Noise was also observed. The device was scheduled for explant.